Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas during the early learning period of pump therapy, with a documented glucose low of 47 mg/dl that persisted out of range for approximately 30 minutes, and the device alerted for the low glucose. Symptoms included no reported clinical manifestations. Outcomes included self-treatment with oral carbohydrate in the form of food, and no outside assistance or medical intervention. Investigation included complaint intake review and user education on treating lows during the pump learning period. Investigation of this case revealed no device malfunction reported and an event consistent with hypoglycemia of unclear cause during early adaptive dosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.